Event description:
It was reported that the patient was seen in the emergency room for "not feeling well", atrial fibrillation and seizures. It was also reported that during the device check there was loss of capture and pauses. The left ventricular (lv) and right ventricular (rv) leads were reprogrammed but found that the rv lead was not pacing. It was determined that the rv lead was found to be dislodged. The right atrial (ra) lead was also dislodged. The ra and rv leads were repositioned and the lv lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4). The full lead was returned and analyzed, there were no anomalies found. It was noted that all conductors including the distal conductor had blood/body fluid (not obstructed).